Manufacturer narrative:
Age at time of event: patient is 18 years or older. Device is a combination product. Device evaluated by MFR: p elite ous mr 16 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at proximal end were flared with struts lifted and pulled distally and also stent struts at distal end of stent lifted and flared. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no damage was noted but they did not appear to be tightly wrapped. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found a kink 47.2cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05jun2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 16 x 2.50mm promus elite drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. The procedure was completed with a different device. No patient complications nor injuries reported and the patient's status was stable. However, returned device analysis revealed stent damage.